Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Patient states suction issues, kit was replaced within 60 days- transfer to (B)(6). Serial#: (B)(6). Customer just recently received the kit -after water cup test failed. Patient will need to be shipped out a brand-new pw device under 3 warranties. New so 212239- created. Product complaint case created: (B)(4). Used with flex wicks. No additional information provided. Troubleshooting did not resolve issue.